Event description:
It has been reported to philips that the system was not switching on during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed that the suite pc was not booting up correctly with the os software. The fse replaced the suite pc and the system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that system was not booting up, keyboard and mouse was not available on flexspot. Upon troubleshooting fse found the suite pc was not able to boot up correctly with os software. Fse replaced suite pc, reloaded system software and restored system backup. Later, fse found there was no connection to pacs. Hospital pacs team added new suite pc mac address to pacs configuration and system received worklist and was able to send images to pacs. After that system was returned to good working order. The codes were updated based on the investigation outcome.